Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 23f25ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Root cause analysis: sample/s evaluation: summary of root cause analysis: the flow rate report of affected batch 23f25ged41 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between 2.23% and 7.65%. Received 2 used and filled easypump ii lt 270-27-s-EU/sa. As received condition, the clamp clip of received sample was not clamped, and wing cap was connected to the patient connector. Visual inspection had done throughout the received sample. No abnormality was observed at the received sample. The sample was decontaminated and sent for flow rate test (202403041659). The flow rate deviation from nominal flow rate for both samples were -1.66 and -4.18%. The flow rate of both received samples were within the specification ±15% deviation from nominal flow rate. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. Cause : cause could not be determine the flow rate of received sample was within the specification after sent for flow rate test, which is according to test method 116008 under lab condition. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in netherlands: "overinfusion". According to the customer: when did the failure occur: during therapy. Reason of complaint: catching up too quickly.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.